Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out due to normal elective replacement indicator (eri), insulation degradation was observed on the right ventricular lead. A sleeve was created around the insulation breach to protect the lead. No other anomalies noted. The lead remains implanted. The patient was stable before, during and after the procedure.